Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl and diabetic ketoacidosis. Reportedly, the cause was insulin was not observed to be exiting the infusion set tubing. Additionally, it was reported that the pump was dropped into a toilet and as a result the touchscreen became unresponsive. Customer was using lispro for insulin therapy. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.